Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the flare was detached and the catheter was kinked. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare was detached. Due to this the snare was unable to extend. However, review and analysis of all available information failed to indicate the root cause of this complaint. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop failed to extend because the catheter of the device detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. At the conclusion of the procedure it was reported that there was no harm done to the patient.

Manufacturer narrative:
Reported event: flare detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the snare loop failed to extend because the catheter of the device detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. At the conclusion of the procedure it was reported that there was no harm done to the patient.